Manufacturer narrative:
The associated complaint device was not returned. Visual inspection cannot be performed. Because no batch number was provided, manufacturing records and complaint history cannot be reviewed. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the patient had a knee arthroscopic surgery performed due to swelling.